Event description:
The user facility reported to terumo cardiovascular systems corporation that during inspection, the suction tubing clip on the titan was found to be very fragile. This event was initially determined to be non-reportable. The event became associated with a signed health hazard evaluation report and subsequent recall, md-2015-002-r. The health hazard report was signed on december 18, 2014. No patient involvement as this occurred during inspection, a non-clinical activity.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4).